Event description:
(B)(4). It was reported that post a coronary stenting procedure the patient expired. In (B)(6) 2006, the patient underwent treatment with the liberte stent for two lesions identified in two diseased vessels. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the lesion length was 15mm. Pre-procedure 80% stenosis and post-procedure 0%. A 3x20mm liberte stent implanted. The procedure was a technical successful. On the day of the procedure the patient experienced cardiac death.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4). Product unavailable for analysis.